Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was not reported. The mother stated that her daughter had an urinary tract infection and maybe needs more insulin or she may have stomach poisoning. No further information was provided.